Manufacturer narrative:
The third party service agent evaluated the customer¿s device and was unable to duplicate the reported issue. The electronic records from the customer¿s device was downloaded and it was confirmed that their device experienced an inappropriate loss of power. The device was scrapped and the customer received a replacement device. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off and on by itself and also powered itself completely off during a patient event. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Patient fields in which information were not provided by the customer were intentionally left blank. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off and on by itself and also powered itself completely off during a patient event. This issue is patient related; however there was no adverse patient outcome reported.